Event description:
The reporter contacted lifescan on behalf of the patient alleging that their one touch ultra meter was reading inaccurately high. The medical affairs specialist mailed a letter since the patient could not be reached. The patient obtained an 83 mg/dl result. They began making growling noises and eventually stopped responding. Prior to the ambulance arriving, they were administered 4 tubes of glucose. The patient was tested on an accucheck meter 10 minutes following their meter reading and a result of 33 mg/dl was obtained. They were administered glucose intravenously. No further information was provided. The meter, test strips, and control solution were replaced.